Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: leaking from filter. Pump contained ganciclovir. Leakage was noticed right after patient opened clamp. Patients are taught to wear gloves when starting this medication so potential exposure is limited as patient noted leak immediately. No patient injury reported.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. The sample was visually and functionally inspected. Upon functional inspection, the device exhibited leakage at the welded area of the filter. B. Braun is working with the supplier of the filter to address issues with leakage from the filter. If additional information becomes available, a follow up report will be submitted.